Manufacturer narrative:
The investigation was based on the log file and the analysis of the affected hardware components. The reported device behaviour could be reproduced. The hardware analysis revealed that the activation of the inrush current limitation of the fuse on the printed circuit board of the lc display led to a dark backlight of the lc display. The activation of this fuse was traced back to adverse tolerances tolerance of the electronic components on the adapter board of the display unit of the device. In case this fuse is activated, the display unit boots up, but the graphic elements on the display are only partially visible due to the failure of the back light. The operation of the ventilator by the user is limited due to the hardly visible graphics. However, any active ventilation would not be affected by this issue. The inrush current limitation of the fuse has already been increased in oder to remedy this issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device repeatedly goes black. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen of the device repeatedly goes black. No patient injury was reported.